Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/10/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-13991n surefire¿ scorpion¿ needle malfunctioned. This occurred during a surgery, where another needle was used to complete the case. Additional information was provided on 01/23/2025 where the arthrex subsidiary employee stated that this event occurred during the operation, when the surgeon went to use the scorpion clamp, it wouldn't pass the wire through the tendon. Soon afterward, on another attempt, the needle broke and another needle had to be opened.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including striking bone or using excessive force to pass the needle. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.